Event description:
It was reported that a patient had brainstem hemorrhage, was in a coma, the base of the tongue fell back, and the oxygenation index was poor, and an indwelling smiths medical tracheal tube ventilator was needed to assist breathing. The balloon leaks after the tracheal tube is indwelled,as a result, the patient's blood oxygen decreased slightly, and the tracheal tube was replaced immediately. Subsequently, the patient's blood oxygen increased, and the vital signs were in the normal range. No further adverse patient effects were reported.